Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device remains implanted.

Event description:
Patient additionally reported left side exchange due to concern with the product.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, g1.

Event description:
Patient reported left side capsular contracture, baker grade iii and exchange due to concern with the product. Additional report of "left side hard as a rock." The device has been explanted and replaced.

Event description:
Patient additionally reported "left side is hard as a rock." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, wear abrasion, deformation device and creases fold. Cloudy and voids in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process additional, changed, and/or corrected data: b5, d6b, g1, g2, d9, h3, h6.